Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. This event is related to the same patient, but a different event involved in report # 2024601-2011-00055. The product associated with this report has not yet been returned. Based upon partial implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Further information from the reporter regarding the serial number and the actual implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Patient reported "the tubing going from the band itself to the port has broken."